Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the kit has no expiration date or labeling on it.the issue was detected upon receipt.

Manufacturer narrative:
(B)(4). The customer returned one (B)(4) kit for evaluation. Visual inspection was performed and it was found that the lidstock was missing the lot number, expiration date, and some additional labeling. The quality of the present printed information was found to be poor, with some of the information being faded or incomplete. The customer reported issue of the lidstock missing information was confirmed during the sample investigation. During visual inspection it was found that the lidstock was missing the lower portion of the printing that contains the lot number, expiration date, and additional information. The probable cause of this issue is manufacturing related. A non-conformance request has been generated to further investigate this complaint issue.

Event description:
The customer reports that the kit has no expiration date or labeling on it. The issue was detected upon receipt.